Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4) ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4) ponce.

Event description:
It was reported a patient underwent a hip revision approximately eleven months post implantation to lengthen the hip. The stem and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 00-8775-036-03 / biolox delta hd 12/14 36x+3.5 / lot #: 3141238. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.